Event description:
Patient seeking legal action.

Event description:
**Update**(B)(4)2013 - patient has been revised to address painful fluid build-up. There is no new additional information that would affect the investigation. Comment: there is a doi discrepancy between the der and what was previously reported on the p pd. No invoice could be located for this patient under either implant date, therefore the doi from the ppd will remain. Should we receive additional information, we will update if needed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.